Event description:
Event description boston scientific, crm received information that this left ventricular (lv) lead was explanted due to a fracture that appeared to be in 2 parts. This fracture resulted in a high lead impedance measurement and high threshold measurements. No adverse patient effects were reported.